Event description:
It was reported that the table locks did not actuate, causing the tabletop to unexpectedly move in both directions without resistance. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found a stuck foot pedal that prevented the locks from engaging. The fe fixed the foot pedal, and verified that the table locks were performing according to specifications.